Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose level was 330 mg/dl at the time of the incident and customer's current blood glucose level was 470 mg/dl. The high blood glucose level of the customer was treated with the insulin pump. The customer declined to troubleshooting for the high blood glucose level. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump meets specification: yes the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.